Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event reported on the same pt involving three separate products and associated MDR #s 1225714-2013-03372, 1225714-2013-03373.